Event description:
It was reported that an alert was triggered due to high impedance on the defibrillation and superior vena cava (svc) coils of the right ventricular (rv) lead. The coils were disabled and the lead remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).